Manufacturer narrative:
The pod signaled an 0x14 alarm during operation, indicating an occlusion. A drive stall was noted in conjunction with this alarm. A leak was found on the unexposed portion of the soft cannula. Corrosion was noted on the top battery and top battery clip. The top battery was depleted. When the pod was reset and connected to a pdm, the pod could only operate without stalling when the top battery was powered by an external power source. The leak depleted the top battery, causing a drive stall and an alarm. The pod was received fully deployed. Blood was noted in the exposed portion of the soft cannula. The exposed portion of the soft cannula was flattened, and the distal tip was torn off. It could not be determined when this damage occurred and it could not be determined if the damage to the soft cannula contributed to the reported bleeding. Evidence of tube nut/reservoir cap interference was found, but it could not be definitively determined if this contributed to the reported alarm. A large crack was noted on the bottom housing. It could not be conclusively determined if this damage contributed to the corrosion found in the pod.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported an occlusion alarm and bleeding at the infusion site when the pod was removed; bleeding stopped after a couple of minutes when pressure was applied to the site. As treatment for high bg levels, corrections and a manual injection of insulin were delivered. The patient's blood glucose and insulin history are as follows: (B)(6).